Event description:
It was reported, via a healthcare professional, that an envoy da xb, 6f, 105cm, mpd (67125805db/31641891) was used for an endovascular embolization procedure to treat a carotid artery aneurysm. No intra-procedural complications or device issues were reported, and the patient was asymptomatic immediately after the procedure. ¿bleeding only in one hemisphere¿ was reported. Neurological symptoms of altered speech and arm paresis occurred three weeks later. Flare changes were observed and the patient was asymptomatic. The event was reported as such, ¿in 2025 (fall 2), my sister underwent surgery for a carotid artery aneurysm. Envoy da xb, sl10, eclipse. Flushing was continuous, contrast medium volume normal. Asymptomatic after the intervention. Bleeding only in one hemisphere. After 3 weeks, altered speech, arm paresis. Flare changes in the treated hemisphere, now asymptomatic.¿ additional information was received on 21-apr-2026. Summary: a user report from (B)(6) for drugs and medical devices - was received on (B)(6) 2026. ¿approximately three weeks after the procedure (balloon assisted coiling), the patient¿s sister also developed symptomatic flair hyperintense white matter changes. These resolved under dexamethasone treatment. Materials used: envoy da xb (johnson & johnson), balloon (eclipse by balt), microcatheter (excelsior sl10 by stryker), coils (target tetra ¿ stryker). It is not possible to identify a single catheter as the cause. The issue may be related to the catheter combination used during the procedure (e.g., friction with detachment of catheter coating).¿ note, the user report references a separate complaint (B)(4) which specifies that the treating physician suspected a foreign body reaction. Additional information was received on 22-apr-2026. Summary: the attached medical imaging was reviewed by cerenovus medical safety officer, dr. (B)(6), on (B)(6) 2026. The assessment reads as follows: "the angiographic images provided show a terminal carotid artery aneurysm and subsequent coil embolization of the aneurysm. The aneurysm appears completely occluded and there is no evidence of device malfunction in the supplied imaging." The suspected detachment of the catheter coating mentioned in the additional information received on 21-apr-2026 was thoroughly reviewed with the medical safety officer (mso) on 24-apr-2026. Per the mso, the envoy distal access guide catheter has an outer hydrophilic coating and a ptfe-lined inner lumen, both intended to reduce friction and enhance device trackability and maneuverability during intravascular procedures. The materials used in both the hydrophilic coating and ptfe liner for cerenovus products have undergone appropriate biocompatibility and durability testing in accordance with applicable standards. Adverse reactions potentially associated with hydrophilic coatings are recognized in the literature and by regulatory authorities, such as the u.s. Food and drug administration, and are generally linked to coating separation phenomena (e.g., flaking, shedding, or delamination), which in rare cases may result in embolic or inflammatory responses. Based on the information provided, there is insufficient evidence to directly attribute the neurological complications to the coating material of the envoy distal access guide catheter. This is further confounded by the use of multiple coated devices during the procedure, many of which incorporate similar materials and coating technologies. However, given that the reporting physician has raised the possibility of a coating-related etiology and the envoy device cannot be reasonably excluded as a contributing factor. Additional information was received on 29-apr-2026. Summary: the attached medical imaging was reviewed by cerenovus medical safety officer, dr. (B)(6), on (B)(6) 2026. The assessment reads as follows: ¿the angiographic images (B)(6) 2025 provided show a terminal carotid artery aneurysm and subsequent coil embolization of the aneurysm. The aneurysm appears completely occluded and there is no evidence of device malfunction in these images. MRI from (B)(6) 2025. Eight slices are provided, there is extensive t1 high intensity in the left hemisphere extending into the occipital, callosal and periventricular regions. There are several high signal lesions in the right hemisphere and marked signal intensity around the right sylvian fissure (presumably from the recent sah). There is obvious asymmetry of the sylvian fissures with the right considerable larger than the left. MRI (B)(6) 2025. Six slices are provided, these again show asymmetry of the sylvian fissures, periventricular high signal on t1. The extent of the t1 high intensity changes has improved but persists in the left and right hemispheres. The left sided changes are more extensive than the right and the signal change extents into the left occipital lobe involving the cortex".

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. A manufacturing record evaluation was performed for the finished device 31641891 number, and no internal actions related to the reported complaint condition were identified. Cerebral hemorrhage is a known potential complication associated with endovascular embolization procedures and is also listed in the instructions for use (IFU) for the envoy da guide catheter as such. There was no alleged quality issue related to the used device, as the device performed as intended. There were no reports of intra-procedural complications or device malfunction, and the patient was documented as being asymptomatic immediately post-procedure. Angiographic imaging from the procedure demonstrates successful coiling with preserved parent vessel patency and no evidence of contrast extravasation or intracranial hemorrhage, further supporting the absence of an acute procedural complication or device deficiency. It was reported that ¿bleeding only in one hemisphere¿ was observed; the timing of this event is unknown (but is presumed to be immediately after the procedure). Subsequently, neurological symptoms (altered speech and arm paresis) with associated flair changes occurred three weeks post-procedure. Per the additional information received on 21-apr-2026, the treating physician indicated that the neurological complications may be associated with detachment of coating material from one of the catheters used during the procedure, resulting in a suspected foreign body reaction. While no device malfunction, including coating separation or shedding, has been confirmed, and multiple coated devices were used during the procedure, a causal relationship to the envoy da catheter cannot be established nor excluded. It was further reported that the patient required treatment with dexamethasone, a corticosteroid medication, to prevent serious deterioration of health, supporting that the event meets the definition of a serious injury. Since the relationship between the event and the used envoy da catheter cannot be established, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿ with an awareness date of 21-apr-2026. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.